Manufacturer narrative:
The apollo catheter has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2018-00179 2029214-2018-00180. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of liquid embolic rupture of an apollo catheter. The patient was undergoing treatment for a grade 3 arteriovenous malformation (avm) in the right posterior cerebral artery (pca). The apollo catheter and guidewire were flushed as indicated in the IFU. Afterward, the apollo was navigated over the guidewire to the right p2 feeder artery and placed there for injection of the liquid embolic. The apollo was flushed with saline, then with dmso. The liquid embolic was taken into the syringe and attached to the catheter hub using the adapter. The "plug-and-pull" method was used to inject the liquid embolic. After approximately 15 minutes of injection, it was reported that the liquid embolic "suddenly came out from 25mm proximal to the proximal marker of the apollo." The physician realized that the apollo had ruptured and stopped liquid embolic injection. The apollo was immediately removed from the patient. Afterward, a new guidewire was navigated through the proximal liquid embolic cast to place a new catheter. The procedure was completed using a liquid embolic from another manufacturer. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Date manufacturer received. Correction mdrs related to this event: 2029214-2018-00179 2029214-2018-00194. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for evaluation. Liquid embolic residue was found in the apollo micro catheter hub and occluding the distal tip lumen. The 3cm detachable tip was found to be intact. No issues were found with the apollo micro catheter hub or distal tip. The entire surface of the apollo micro catheter was examined under magnification. The apollo micro catheter body was found to be ruptured approximately 12.5cm from the distal tip. The apollo micro catheter was pressurized with water and found non-patent. No other anomalies were observed. This event remains under investigation; a follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device analysis, provide imaging, and reported information, the report of apollo catheter rupture was confirmed. The rupture appears to have occurred as a result of over-pressurization. It is possible that the slow injection rate (0.02ml/minute) caused the liquid embolic to prematurely solidify within the apollo distal tip, thus occluding the distal portion of the catheter, resulting in catheter rupture due to over-pressurization. The lot history record review of the reported apollo lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.